Manufacturer narrative:
Labeled for single use and reuse. Device discarded - unable to follow up.

Event description:
Our int'l affiliate received the following info, a pt developed a corneal ulcer os while wearing 1-day acuvue contact lenses. The pt reportedly had red eyes for 2 to 3 days and continued to wear the contact lenses; the pt consulted an eye care professional (ecp) in 2009. The pt had conjunctivitis in both eyes. The pt was diagnosed with corneal ulcers os. The ulcers were scattered in the superior part of the os cornea. The pt was treated with an antibiotic drug and a mydriatic drug. The pt returned to the ecp's office the following day and there was a little improvement. The pt's visual acuity was not evaluated. We learned that at about 4 days later, the pt was involuntarily admitted to a hospital to treat a psychological disorder. The pt's father said the pt may be hospitalized for more than half a year. The ecp reported that due to the corneal ulcers, the pt's visual acuity may not fully improve. The ecp said the pt admitted to handling contact lenses inappropriately, but details of what that meant were not provided. The ecp reported that the pt's injury was a result of the inappropriate handling of the contact lenses. No additional info is expected. Product was not available for evaluation. A review of the DHR revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR events are reviewed at quarterly management review meetings.